Event description:
Consumer alleges that chair moves on its own even when he hits controls to shut off. Consumer also alleges that when places "cover" it automatically moves. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model m51, serial number/date code unknown. The user manual part number 1125085 was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown . The consumer is a male whose age, height and weight are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.